Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. Evaluation also revealed that the audio bolus button was unresponsive. There was contamination found under the button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the audio bolus button was unresponsive. There was evidence of contamination found under the button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/10/2015.